Manufacturer narrative:
The ipg passed visual, mechanical and electrical test performed. The leads passed visual and photographic image inspection. The devices exhibit normal device characteristics. This is the final report.

Event description:
The patient reported a non-healing wound at the implant site. Upon exploratory surgery, it was noted that the ipg was exposed. The surgeon decided to explant the system due to possible infection.